Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 1/17/2025. On (B)(6) 2025, the user reported their blood glucose dropped to the mid-40s while they were asleep. Their daughter called ems, and the user was transported to the hospital, where they stayed for three days. The user did not take any corrective measures for the low blood sugar as they were asleep and was unsure of the treatment provided by the medical team to raise their blood glucose. The user was discharged on (B)(6) 2025 and expressed a desire to speak with a trainer before reconnecting to the ilet system. During the event, the user's blood glucose was low for at least three hours, but they did not consume any carbohydrates to correct the low. The ilet device did alert for low blood glucose, but the user did not hear the alert. The user is currently using the dexcom g7 continuous glucose monitor (cgm).